Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker device had already reached explant after being implanted for only approximately three years. Boston scientific technical services (ts) reviewed device's time frame, programmed parameters and other data and had suspected that the high right atrial (ra) output had caused the increase in current drain. This pacemaker device was explanted. No additional adverse patient effects were reported.